Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 31-oct-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2500 mcg/ml at 650 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient was admitted to the hospital on (B)(6) 2020 with bacteremia and they were ruling out sepsis. The patient was having an MRI today (B)(6) 2020 of the lumbar spine and pelvis to check the catheter tip for possible granuloma. The hcp was calling because they wanted to have someone come and check the pump status after the MRI. No further complications have been reported as a result of this event.